Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate/sense channel, which resulted in the delivery of inappropriate shocks. After delivering the shocks, the device exhibited an out of range shock impedance measurement of >125 ohms. This noise could be reproduced through pocket manipulation. The physician elected to invasively examine the device/lead connection. Upon opening the pocket, the physician observed the ICD to be in two separate pieces. Specifically, the header had become separated from the device. The physician elected to explant this device, with no complications being reported. There have been no reported symptoms associated with this clinical observation.